Manufacturer narrative:
Alleged failure: serfas wand was believed to have burned the patient from a insulation defect the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per visual and functional testing no defect and/or manufacturing-related condition was observed that could have contributed to the reported event. The probable root causes could be hot saline leaking due to improper connection between the suction probe and the suction source, the probe suction tubing unintentionally touching the patient's skin and was maintained for a substantial amount of time. Other possibilities were activation of the probe during insertion or removal from the joint space, inadequate suction causing hot saline to leak from the joint space and fluid irrigation. Inadequate hospital suction, leak, bad connection to hospital suction line. Clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut the product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that it was believed that the wand burned the patient from a insulation defect. Patient suffered a 2cm x 1cm skin burn to the anterior arm. The patient had to have burn ointment put on the burns. 1st or 2nd degree burn.

Event description:
It was reported that it was believed that the wand burned the patient from a insulation defect. Patient suffered a 2cm x 1cm skin burn to the anterior arm. The patient had to have burn ointment put on the burns. 1st or 2nd degree burn.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.